Event description:
On 8/22/1997, the pt was admitted for an orif of the right and an iliac crest bone graft due to a rt non-union subtrochanteric fracture and acute femoral shaft fracture which occurred as the pt was coming down steps. The pt was again admitted on 11/7/97 for replacement of a broken internal fixation device in the right femur. The pt had been ambulating using a walker and denied any traumatic event.